Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt will not communicate with a monitor) has been confirmed. Upon investigation the electrode belt trunk cable connector was damaged and had exposed wires. The root cause for the damaged trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to communicate with a monitor.